Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported about leaking at tube while using on the patient. Upon follow up received on (B)(6) 2018 it was stated that the product was leaking formula and stomach contents due to a break between the head of the nutriport and the tube.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample with unknown lot number was received for investigation. Visual and functional inspection in accordance to procedure was performed; the balloon received presents the stem is broken between the head of the nutriport and the tube. Formal actions have been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.